Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. There was no adverse impact to customer's blood glucose level. Reportedly, the customer did not perform the proper air removal technique during the fill process. Tandem technical support educated the customer on proper air removal techniques. Reportedly, the customer successfully filled the cartridge.